Manufacturer narrative:
Philips service replaced the damaged c-arc motor cover and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm was stuck, and geometry movements were partially available on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.